Event description:
Valve showed large central jet on echo, after implant; opened heart and found one strut bent. Surgeon un-bent strut and reimplanted valve. Valve remains implanted. No further info was provided.